Event description:
The customer contact reported a "flame." The customer contact indicated the pump was in a pt's room and was plugged into the ac power outlet for battery charging; however, the pump was not in clinical use. After an unspecified length of time, the pt reported hearing a "clicking and buzzing" sound and noted a "8-12 inch flame" coming from the wall. The nurse unplugged the plug from the ac power outlet and the flame self extinguished. The customer contact reported charring on the ac power outlet and the pt was transferred to another room. The pump was removed from clinical service. During testing at the user facility, it was noted that the "hot" prong and the plastic casing of the plug were melted. The customer contact stated after an investigation at the user facility, the event was considered to be a "flashover" and not a fire. There were no reported adverse effects to the pt or the nurse. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.